Event description:
It was reported that a screwdriver broke during surgery. All debris was removed; the surgery was completed with a screwdriver of the same size with a surgery delay of less than 30 minutes. No report of injury reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided photograph identified the driver tip had fractured. Lot identification is necessary for review of device history records; lot identification was not provided. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If additional information becomes available at a later date, a follow-up MDR will be submitted.